Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were right ventricular (rv) lead problems dating back to 2020. The rv lead bipolar impedance gradually increased in 2020, along with an associated increase in bipolar threshold. The rv lead bipolar impedance and threshold were both high. Prior to a generator change, the pacing and sensing polarity were switched to unipolar, resulting in normal unipolar threshold and impedance. At the time of the generator change, the rv lead was reprogrammed to bipolar pace and later reprogrammed back to unipolar. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The rv lead and implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.